Event description:
It was reported that during an abdominal aortic aneursym procedure, a balloon rupture occurred. After the unknown stent graft was implanted, the eql/ 33x7x2x65 equalizer balloon catheter was used. Upon inflation the balloon ruptured. The number of inflations is unknown. No patient complications occurred. The patient status was satisfactory.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)